Event description:
It was reported that this implantable pulse generator (pacemaker) showed high right ventricular (rv) irregular jumpy pacing impedance out-of-range of over 3000 ohms. Isometrics/manipulation clearly reproduced this issue. Technical services indicated this issue is likely related to partial extension/incomplete connection of the rv lead. It was recommended to perform chest x-rays and inform the physician about this issue. Further information was received indicating a revision was performed to re-insert the rv lead and properly screw the terminal pin correctly into the header. This pacemaker remains in service and no additional adverse patient effects were reported.